Event description:
Patient on high dose of norepinephrine of 0.8 mcg/kg/min. Pump had a downstream occlusion alarm and stopped infusing. Line assessed and flushed perfectly fine, pump was restarted initially to get medication into patient and then switched out when safe to do so. Patient became acutely hypotensive with a-line becoming flat within a minute, pea (pulseless electrical activity) arrest. CPR was immediately started and one dose of epinephrine given. Return of spontaneous circulation was achieved approximately 2 mins after arrest.